Event description:
It was reported that during a pulmonary lobectomy, the procedure was converted to open due to bleeding. The following information was obtained from the surgeon: the bleeding came from an abnormal right upper lobe (rul) subsegmental branch of the truncus anterior pulmonary artery branch after the rul's bronchus was divided with a sureform 45 instrument firing a sureform 45 green reload. The surgeon commented that the stapler doesn¿t normally pause, but it had paused. Then the stapler was unclamped , the patient experienced bleeding so he grabbed the vessel with the grasper and took the instruments out. After the conversion, packing and pressure was used to achieve hemostasis and remove the rest of the lobe. The patient lost 1200 ml of blood and subsequently received 1 unit of packed red blood cells. There was no reported malfunction of an intuitive surgical, inc. Product.

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding leading to the procedural conversion was abnormal patient anatomy. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. Logs show sureform (part number 480445-04 / lot: t14230106-0436), was installed on the system 7 times and fired 7 reloads (5 green, 1 blue, 1 green, in that order). On the first installation, the system failed to detect the reload color, and the user manually selected the green reload via the guided user interface (gui) on the surgeon side console (ssc) touchpad. On installation 1, 5, and 6, the firings were completed with no pauses for compression. On installations 2 and 3, the first clamp attempt was incomplete, stopping at ~57% completion in both cases. The second clamp was successful and the firings were completed with 1 pause for compression on each. Installation 4 also had 1 pause for compression during the firing. On installation 7, the firing was completed with 3 pauses for compression. There were no incomplete unclamps or firing failures by this instrument. There were no stapler related errors in the master supervisory controller (msc) logs. In between the 6th and 7th installations of the sureform 45, part: 470530-08 / lot: t10200214-0009, was installed 1 time and fired 1 white reload. Both the clamp and the firing were completed successfully and there were no failures in the logs for this instrument there were no system log errors that would have caused or contributed to the reported event. While there was no malfunction reported, the procedure was converted to open due to bleeding from an abnormal branch of the pulmonary artery after dividing the right upper lobe's bronchus using a sureform 45 instrument. Once converted, "packing and pressure" was used to control the bleeding and the remainder of the lobe was resected. The patient lost 1200 ml of blood and received 1 unit of packed red blood cells.